Event description:
Information was received from a manufacturer¿s representative (rep) who reported there were high impedances greater than 10,000 on c0, 01, 02, 03 following the patient falling out of bed. No actions were taken as contact 0 wasn¿t being utilized for therapy, and thus the issue wasn¿t resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.